Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized twice. Customer's mother wanted to know if there was something wrong with the insulin pump. Customer's mother was trying to get a hold customer to see where infusion set were and the call was dropped. No further information reported.